Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The reported error was able to duplicate due to the internal battery errors reviewed in the error log. The main interface board needs to be replaced to address the reportable malfunction/issue.